Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Missing dosing window was also noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully extended. During testing dose knob became hard to dial. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions only at the top section of the dose nut. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. It was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damaged inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and the cartridge holder was damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-105nnblna was requested for return and customer has returned.